Manufacturer narrative:
At this time, the product has not been return. This record will be updated upon return and completion of evaluation or if additional information becomes available.

Event description:
It was reported that this left ventricular (lv) lead, which had been connected to the right ventricular (rv) port of the patient's cardiac resynchronization therapy defibrillator, (crt-d) was explanted and replaced due to high pacing impedances greater than 2000 ohms. The patient's crt-d was replaced during the same procedure. No additional adverse patient effects were reported.